Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate results, when compared to another meter (ot ping), the reporter claimed the subject device was reading two to three points higher than the other meter, no actual values were obtained for either device.this complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.